Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent microvascular decompression for left side hemifacial spasm on an unknown date and absorbable hemostat was used. During the procedure, the patient¿s blood pressure rose with sudden brain swelling. The anesthesiologist coped with these events to finish the surgery and events were resolving. Following the procedure, the patient experienced consciousness disorder, quadriparesis and oculomotor nerve numbness of both sides. There was a signal change around the brain stem and after that a change also inside the brain stem, the hypothalamus and the right temporal lobe. An immediate MRI was performed. The following day after surgery, upon cerebrospinal fluid examination, it was reported there was an inflammatory reaction and was regarded as a reaction to chemicals. The patient was started on 120 mg/d of predonine dwindling therapy. It was reported that observation of cerebrospinal fluid improved rapidly and became normal in one week. By MRI, the signal change peaked about one week, and gradually improved after that. A signal change remains on the brainstem area and along the operation route of the left cerebellum. It was opined this is the progress of brainstem encephalitis. It was reported that the neurologic symptom improved slowly, but oculomotor nerve paralysis, hearing ability drop and quadriparesis remained. Left side hemifacial spasm disappeared after surgery. At this time, the surgeon opined that there was not a direct relationship between the incident and absorbable hemostat. The patient has left the hospital.